Event description:
It was reported that the capio slim device bullet introducer broke off during use. After extensive attempt by palpation, visualization, and migration, the introducer part that broke off was unable to be found. The capio device was thrown away and another capio opened and used. It should be noted this is the second capio device to malfunction in this way today.